Event description:
Event description cpi received information that this implantable pulse generator (ipg) displayed elective replacement time (ert) and elective replacement past (erp) after 9 months of implant time. The physician elected to replace the ipg and a new device was successfully implanted.